Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 40-50 (mg/dl) range for a few days. Reportedly, customer recently underwent back surgery and had not been eating well. Customer treated bg levels with orange juice. Customer consulted with their health care provider who recommended adjusting their basal insulin settings. Tandem technical support assisted the customer with making the recommended adjustments to the customer's settings.